Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that it would freeze up during the boot up cycle and become non-responsive on the AED mode screen.

Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.